Event description:
(3/4 reference (B)(6) for related complaints) (documenting third event) per medwatch mw5107248: patient reported she had issues with 4 cassettes over the past month. She kept the cassettes but only has the lot information for two of them: 4203283 and 4173645. No patient injury. No other info available.